Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the device cannot achieve the desire result. On september 4, 2017, it was clarified that the issue occurred during surgery. It was reported that there was no patient harm/injury associated with the report and an alternate device was retrieved for use without delay. The event was not identified immediately upon opening the device and before first use. The event not occurred during first-ever use of the product and also not related to surgical technique or user error. No medical intervention/additional surgical procedure was required and the surgical technique for the product was utilized. No additional graft required from the patient. The blade was properly placed for use and it was not inserted upside down/improperly placed. The dermacarrier was at room temperature and the device was not repaired by someone other than zimmer biomet. The UDI number of the product is not known. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet china has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) on august 28, 2017 revealed that the pre-testing could not be performed due to damaged components. The repair technician noted that the comb and the bottom roller needed replaced. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on october 17, 2017 which included replacement of the comb and bottom roller. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the pre-testing could not be performed due to the damaged comb and bottom roller. The root cause of the device not achieving the desire result was due to the damaged comb and bottom roller. The issue was resolved with the replaced comb and bottom roller. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery the surgeon could not achieve the desire result from the machine (there was uneven expansion of the skin). No adverse events were reported as a result of this malfunction.

Event description:
Initial inspection revealed that the comb was bent.